Event description:
It was reported that t-waves oversensing or crosstalk was suspected to be the cause of inappropriate therapy. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.